Manufacturer narrative:
Information was not provided but has been requested. The serial number of the device was not provided, therefore the device unique identifier (UDI), approximate age of device, manufacture date and expiration date are not known. Approximate age of device - 9 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's lvad system indicated transient elevations in pump power and elevations in flow. The patient was reportedly known to have an lv thrombus at the time of implant. Lactate dehydrogenase had been relatively stable over the past five days after implant (between 352 u/l and 433 u/l) but was elevated to 677 u/l on (B)(6) 2018. Mean arterial pressure (map) was within normal limits and the patient felt well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported hemolysis could not be conclusively determined. The instructions for use list hemolysis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Although it was reported the patient had a left ventricular thrombus at the time of implant, device thrombosis is listed as an adverse event that may be associated with the use of the hmii lvas. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.